Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Captures the reportable event of handle cannula detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle cannula broke and detached during an attempt to crush the stone, which was confirmed by a photo submitted by the customer. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the handle cannula broke and detached during an attempt to crush the stone, which was confirmed by a photo submitted by the customer. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block h6: problem code 2907 captures the reportable event of handle cannula detached. Block h10: visual analysis of the returned device confirms that the handle cannula was detached. The handle cannula was detached from the handle and partially moved out inside of the coil. No issues were found in the basket wires and the tip was still attached to the basket wires assembly. The dimples were visible on the handle cannula and were properly located. Drag marks were present from the proximal and distal screw towards the proximal end as the cannula has been forcibly pulled out from the set screws. The handle label was removed exposing the set screws which were found to be present in the handle assembly. The distal screw and proximal screw depth were measured and found to be within specification. Based on all available information, the investigation concluded that procedural or anatomical factors encountered during the procedure could have affected the device's performance and integrity. Handling and manipulation of the device during its use could lead to the handle cannula pulling out from the handle. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.